Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board, generator interface board and service printed circuit boards were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during a case, requiring a re-boot. No patient injury was reported.